Event description:
It was reported that an amia automated pd cycler set came loose and as a result leaked. The event was further described as "one of the lines came loose due to a loose connection, so some of the solution drained out of the bag". This occurred during an unspecified process step of peritoneal dialysis therapy. Renal therapy services (rts) advised the home patient (hp) they should not reconnect a bag when a bag comes loose form the setup and that they need to end their therapy session because at that point the setup is compromised. Rts assisted the hp to end the therapy and disconnect the aseptic way. The hp will follow up with their peritoneal dialysis registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.